Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board (vmb) was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4).